Event description:
Customer reported a failure of flow rate too low. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident ocurred during patient infusion. Although baxter requested, no additonal information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the pump failed the accuracy test with a flow value below the desired amount. The specification limit for this pump is +/-5%. The pumphead was replaced and the device was returned to the customer fully operational.